Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had crack and no longer usable. The customer¿s blood glucose level was 314 mg/dl at the time of the incident. Customer had a car accident. Customer reported that the insulin pump had screen, battery compartment and reservoir lip crack. Customer reported that the reservoir was able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding glass of lcd display window noted.